Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician found all of the casters were worn. The technician replaced the casters to repair the bed.